Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall and gait disturbance are unrelated to optune gio therapy. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 73-year-old female with newly diagnosed glioblastoma (gbm), started optune gio therapy on (B)(6) 2022. On (B)(6) 2026, the patient´s caregiver reported that the patient experienced a fall on (B)(6) 2026. The caregiver indicated that the patient had been experiencing unsteadiness while ambulating and required the use of either a walker or a wheelchair. While attempting to get up to go to the bathroom, the patient slipped and fell, sustaining a skin laceration. The patient was on optune gio therapy at the time of the event. The patient was subsequently transported to the hospital, where the laceration required suturing. The patient was treated and discharged home. On (B)(6) 2026, the patient's healthcare provider (hcp) confirmed that the patient had been evaluated and treated in the emergency department on an outpatient basis. The hcp reported that the fall was not considered related to optune gio therapy. According to the emergency room (ER) summary, the patient presented on (B)(6) 2026, via emergency medical services following a fall at home. During transfer to a wheelchair, the patient fell backward and struck the back of her head, resulting in two large left occipital skin lacerations measuring approximately 4 cm and 6 cm. The wounds were subsequently cleansed, and closed with five and six single interrupted sutures, respectively. The sutured wounds were covered with a dressing. The patient was discharged with instructions to follow up with her primary care physician for routine dressing changes and wound evaluation, with possible suture removal in 7-10 days. Optune gio therapy was temporarily discontinued.